Manufacturer narrative:
The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 385605) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The patient's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 2.8 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 4%. No information was provided that would point to a cause for the result discrepancy. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that he received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At 8:21 a.m., a sample from this patient was tested using the meter, resulting with a value of 6.0 inr. The patient was not sure how much time passed between sticking his finger and applying a drop of blood to the test strip. The patient stated that it sometimes takes a while in order to get a big drop of blood. Approximately 3 to 4 hours after the meter measurement, a sample from the patient was tested on his doctor's unknown roche meter, resulting with a value that was within the patient's therapeutic range. The patient could not remember the exact value from his doctor's meter, but stated that it was approximately 2.9 inr. The patient's doctor had the patient hold his coumadin medication for 2 days based on the meter value of 6.0 inr. The patient could not recall if both tests were performed using samples collected from the same finger or samples collected from different fingers. The patient's therapeutic range is 2.5 - 3.0 inr. The patient's testing frequency is once per month.